Event description:
It was reported that while the ventilator stopped while it was connected to a patient. The technical error code 33 which indicated breathing node connect timeout and technical error code 25 which indicates monitoring communication error, were alternatively being displayed on the screen. The patient was bagged for about 10 mins and the connected to another ventilator.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device mfg facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.